Manufacturer narrative:
(B)(4).

Event description:
Rec'd information the pt had a complaint about stimulation. Pt reports never having therapeutic effect. The scs did not help with her pain. An x-ray was done in the office on (B)(6) 2010 which showed lead migration. Hcp stated the lead migrated through no fault of the device. A revision was done on (B)(6) 2010. The system was explanted on (B)(6) 2010 due to lack of effect. Hcp reported no pt injury.